Event description:
It started with implants not healing right, led to a PICC line for a month. That started a long list of illnesses. Today I can't leave the house for longer periods because my bowels are not working correctly, my vision is poor, migraines are debilitating, my left side has serious weakness, a horrible sensation in both breasts at all times, numb fingers, and breathing feels impaired. I am having them removed this march.